Manufacturer narrative:
Batch review performed on 29 november 2019. Lot 177156: (B)(4) items manufactured and released on 12-mar-2018. Expiration date: 2023-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medical affairs manager: hip revision performed 1 year after cementless total hip arthroplasty in a (B)(6) man. No information concerning patient age, general health status and the presence of comorbidities is available. In the radiographic image provided, radiolucent lines in the proximal gruen zones are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.

Event description:
Patient reported thigh pain at routine follow-up appointment, so he was sent for x-ray and loosening of the proximal stem was evident. The surgeon revised the stem almost 1 year after primary. The surgery was completed successfully.